Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Event description:
The customer reported via phone call that he woke up in a coma and he ended up being hospitalized on (B)(6) 2015. Customer stated that his blood glucose was 50's mg/dl or below. Customer stated that too much insulin was coming through the pump. Customer's blood glucose was 52 mg/dl at the time of the incident. Customer's current blood glucose was 437 mg/dl. Customer has treated with food and glucose tablets. Customer has been experiencing low blood glucose since he started the pump. Customer stated that he was given all sorts of d-50 but not any insulin. Customer stated that d-50 always makes his blood glucose go high. Customer stated that his potassium is also high. Pump failed the displacement test and the customer did not receive a low reservoir alarm. Customer stated that the piston rod did not push all the air out of the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and it passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. There was no cosmetic damage noted.